Event description:
It was reported that this left bundle branch (lbb) lead exhibited loss of capture. Subsequently, this lbb lead was explanted. Another lead was implanted to complete this procedure. This lead has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.